Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in a homechoice cassette was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of four. The patient was connected at the time of the alarm. The renal therapy service agent (rtsa) confirmed that the only bag with solution remaining was the extraneal bag and that the care giver and patient noticed that there was water under the homechoice. The (rtsa) assisted in ending therapy and advised the patient to start over with all new supplies or continue with manual twin therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.